Manufacturer narrative:
Pump received with no keypad overlay. Unable to perform displacement test, self test, or verify pump error 23 due to missing overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had pump error. Customer's blood glucose level was unknown at the time of incident. Customer stated that pump error occur during normal use then pump turn off. Customer will be returned insulin pump for analysis.